Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: no wire visualized on left/malposition of essure device/expulsion of essure device/'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 40-year-old female patient who had essure (batch no. 735706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, grand multiparity, multiple allergies (penicillin and bactrim.), anemia, hyperlipidemia and uterine fibroids. Current weight 245 lbs. Concurrent conditions included hypertension, attention deficit/hyperactivity disorder and menopause. Concomitant products included ethinylestradiol;levonorgestrel (alesse) from (B)(6) 2010 to (B)(6) 2018, fexofenadine since 2017, fluticasone propionate (flonase) since 2017, ibuprofen since 2010, naproxen sodium;sumatriptan succinate (treximet) since 2010, nortriptyline from 2009 to 2011, paracetamol (tylenol) from 2017 to 2018, propranolol and topiramate (topamax) from 2010 to 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 11 days after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced eye disorder ("vision/eye problems") and visual impairment ("vision problems"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and endometrial hyperplasia ("proloferative endometrium"). In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("low back pain") and pelvic pain ("pelvic pain"). In (B)(6) 2018, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("intramural uterine fibroids"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), rash ("rashes or skin conditions") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (ablation, ablation, dilatation and curettage and hysterectomy with salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, nausea, eye disorder, visual impairment, weight increased, rash, uterine leiomyoma, endometrial hyperplasia, bladder disorder, urinary tract disorder, migraine, fatigue and dysgeusia outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and pelvic pain had resolved and the back pain was resolving. The reporter considered abdominal pain, back pain, bladder disorder, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometrial hyperplasia, eye disorder, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she implanted essure on (B)(6) 2010 and (B)(6) 2011. Right tube 3 coils visable: left tube 10 coils visable. Patient received treatment for events ¿ dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, rashes or skin conditions, device expulsion, bladder problems, migraine, weight gain, vision problems, fatigue, nausea, fibroids diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: prompt filling and spillage of contrast from the left fallopian tube which appears normal in caliber. 2. No opacification or contrast spillage from the right fallopian tube is visualized. Right occlusion only; on (B)(6) 2011: bilateral essure devices within the fallopian tubes. No spillage of contrast into the peritoneum as per mr. Ultrasound pelvis - on (B)(6) 2018: 1. Myomatous uterus as detailed above. Essure devices are partially seen bilaterally. 2. Normal size of the ovaries. No pelvic free fluid or masses visualized. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, back pain, chronic pelvic pain. Lot number: 735706 manufacture date: 2010-04 expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs recived- new event abdominal pain were added. Outcome of menorrhagia updated to recovered / resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: no wire visualized on left/malposition of essure device/expulsion of essure device/'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure (batch no. 735706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, grand multiparity, multiple allergies (penicillin and bactrim.), anemia, hyperlipidemia and uterine fibroids. Current weight (B)(6). Concurrent conditions included hypertension, attention deficit/hyperactivity disorder nos and menopause. Concomitant products included ethinylestradiol;levonorgestrel (alesse) from (B)(6) 2010 to (B)(6) 2018, fexofenadine since 2017, fluticasone propionate (flonase) since 2017, ibuprofen since 2010, naproxen sodium;sumatriptan succinate (treximet) since 2010, nortriptyline from 2009 to 2011, paracetamol (tylenol) from 2017 to 2018, propranolol and topiramate (topamax) from 2010 to 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 11 days after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (b)(64) 2011, the patient experienced eye disorder ("vision/eye problems") and visual impairment ("vision problems"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and endometrial hyperplasia ("proloferative endometrium"). In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain") and back pain ("low back pain"). In (B)(6) 2018, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("intramural uterine fibroids"). On an unknown date, the patient experienced rash ("rashes or skin conditions") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (ablation, ablation, dilatation and curettage and hysterectomy with salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, nausea, eye disorder, visual impairment, weight increased, rash, uterine leiomyoma, endometrial hyperplasia, bladder disorder, urinary tract disorder, migraine, fatigue and dysgeusia outcome was unknown, the dysmenorrhoea, dyspareunia and pelvic pain had resolved and the back pain was resolving. The reporter considered back pain, bladder disorder, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometrial hyperplasia, eye disorder, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she implanted essure on (B)(6) 2010 and (B)(6) 2011. Right tube 3 coils visable: left tube 10 coils visable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2011: prompt filling and spillage of contrast from the left fallopian tube which appears normal in caliber. No opacification or contrast spillage from the right. Fallopian tube is visualized.; on (B)(6) 2011: bilateral essure devices within the fallopian tubes. No spillage of contrast into the peritoneum as per mr. Ultrasound pelvis - on (B)(6) 2018: myomatous uterus as detailed above. Essure devices are partially seen bilaterally. Normal size of the ovaries. No pelvic free fluid or masses visualized. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, back pain, chronic pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received: migration of essure device location of device: no wire visualized on left/malposition of essure device, expulsion of essure device, abnormal bleeding (vaginal), menorrhagia, rashes or skin conditions, bladder problems, urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, low back pain, vision problems, eye problems, fatigue, weight gain, proliferative endometrium, intramural uterine fibroids, metallic taste in mouth. Event outcome, event onset date were added. Lot number were added.reporter information were updated. Lab data ,concomitant drugs, patient history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.